Manufacturer narrative:
Batch review performed on 06 november 2020: lot 1908834: (B)(4) items manufactured and released on 19-nov-2019. Expiration date: 2024-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch reviews performed on 06 november 2020: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 1907821: (B)(4) items manufactured and released on 14-jan-2020. Expiration date: 2024-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot 1904543: (B)(4) items manufactured and released on 14-jul-2019. Expiration date: 2024-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 4 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.